Manufacturer narrative:
Hologic is submitting this report in an abundance of caution, the investigation is still on-going , and no conclusions have been determined yet.

Event description:
It was reported that during a selenia dimensions procedure the image checker cad failed to indicate a region of interest on a patient. On 26 june the images were reviewed and it was determined that there was a mass present in the fatty region behind the primary dense tissue on the right breast that was not determined. No additional information available at the moment. The case is being investigated.